Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The reported patient effects of dyspnea, worsening mitral regurgitation (mr), mitral valve injury (tissue damage), worsening heart failure and respiratory failure as listed in the mitraclip system instructions for use, as known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) and tissue damage could not be determined. The increased mitral regurgitation (mr), dyspnea, heart failure and respiratory failure are likely due to the reported slda and tissue damage. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda), increased mr, tissue damage, and worsening heart failure. It was reported that on (B)(6) 2019 one clip was implanted, reducing grade 4 degenerative mitral regurgitation (mr) to grade 1. On (B)(6) 2019, the patient was re-hospitalized with dyspnea and worsening heart failure, requiring a balloon pump. Echocardiogram confirmed the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Mr increased to 4 and tissue damage was noted. A second mitraclip procedure was attempted; however, the clip could not grasp the leaflets due to the anatomy and was not implanted. The procedure was aborted, and mr remained at 4. The patient was put on life support and was not expected to survive. No additional information was provided.